Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a female patient who had essure inserted for female sterilization. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required) and dysfunctional uterine bleeding (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (essure removal on (B)(6) 2015). Essure was withdrawn. At the time of the report, the pelvic pain and dysfunctional uterine bleeding outcome was unknown. The reporter considered pelvic pain and dysfunctional uterine bleeding to be related to essure. Diagnostic results: unspecified date: hysterosalpingogram (hsg) - result not reported. Company causality comment this non-medically confirmed spontaneous legal case report refers to a female plaintiff who had essure inserted and experienced pelvic pain ("chronic pelvic pain") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). Chronic pelvic pain and dysfunctional uterine bleeding are anticipated events according to reference safety information for essure. Chronic pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. Abdominal and pelvic pain may occur after essure insertion. Change in bleeding pattern, including heavy and unscheduled bleeding, may also occur within consumers under essure use. In this particular case, plaintiff had essure removed approximately eight months after essure insertion because she experienced the reported events. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between events and suspect insert cannot be excluded. This case was regarded as incident because surgical intervention was required due to serious injury. A product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain") and abnormal uterine bleeding ("dysfunctional uterine bleeding") in an adult female patient who had essure inserted (lot no. C18712, cs000n0) for permanent contraceptive tubal implant. The patient had a medical history of cervicitis, paratubal cyst, osteoarthritis, migraine headache, cervicitis, tonsillectomy, parity 3, multi gravida, dysfunctional uterine bleeding and pelvic pain. On (B)(6) 2015, the patient had essure inserted. In 2015 she experienced pelvic pain (seriousness criteria medically important and intervention required) and abnormal uterine bleeding (seriousness criterion medically important). Essure was removed on (B)(6) 2015. The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy bilateral salpingectomy cystoscopy). At the time of the report, the outcomes for these events were unknown. The reporter considered abnormal uterine bleeding and pelvic pain to be related to essure administration. The reporter commented: trailing coils in uterus: 4. 2nd device loaded through operating channel of hysteroscope and inserted into the right tubal ostia. Trailing coils in uterus: 4. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2015: trimmed of the tubes, the uterus and cervix weigh 94 g and measure 8.2 x 5.1 x 4 cm. The lesion measures up to 0.6 cm in thickness without infiltrative processes seen on serially sectioning. The remainder of the endometrium is hemorrhagic and measures 0.1 cm in thickness. The myometrium measures 1.8 cm in average and is remarkable only for two metal coils located at the right and left cornus, consistent with a prior sterilization procedure. The fallopian tubes each measure approximately 6.2 cm in length and both include a delicate fimbriated end. No intraluminal lesions are seen. Two paratubal cysts measuring up to 0.7 cm are noted on the left tube. [Pregnancy test] on (B)(6) 2015: negative *unspecified date: hysterosalpingogram (hsg) ¿ result not reported. Lot number: c18712 manufacture date: 2014-01 expiration date: 2017-01 lot number: cs000n0 manufacture date: 2014-10 expiration date: 2017-08. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 02-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain") and abnormal uterine bleeding ("dysfunctional uterine bleeding") in an adult female patient who had essure inserted (lot no: c18712, cs000n0) for female sterilisation. The patient had a medical history of cervicitis, paratubal cyst, osteoarthritis, migraine headache, cervicitis, tonsillectomy, parity 3, multi gravida, dysfunctional uterine bleeding and pelvic pain. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2015. In 2015 she experienced pelvic pain (seriousness criteria medically important and intervention required) and abnormal uterine bleeding (seriousness criterion medically important). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy bilateral salpingectomy cystoscopy). At the time of the report, the outcomes for these events were unknown. The reporter considered abnormal uterine bleeding and pelvic pain to be related to essure administration. The reporter commented: trailing coils in uterus: 4. 2nd device loaded through operating channel of hysteroscope, and inserted into the right tubal ostia. Trailing coils in uterus: 4. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2015: trimmed of the tubes, the uterus and cervix weigh 94 g and measure 8.2 x 5.1 x 4 cm. The lesion measures up to 0.6 cm in thickness without infiltrative processes seen on serially sectioning. The remainder of the endometrium is hemorrhagic and measures 0.1 cm in thickness. The myometrium measures 1.8 cm in average and is remarkable only for two metal coils located at the right and left cornus, consistent with a prior sterilization procedure. The fallopian tubes each measure approximately 6.2 cm in length and both include a delicate fimbriated end. No intraluminal lesions are seen. Two paratubal cysts measuring up to 0.7 cm are noted on the left tube. [Pregnancy test] on (B)(6) 2015: negative. Unspecified date: hysterosalpingogram (hsg) ¿ result not reported. The most recent follow-up information incorporated above includes data received on: 07-nov-2023: mr received : lot number added, reporters information, patient's date of birth, race information, medical history and surgical pathology reports were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 20-mar-2017: quality-safety evaluation of product technical complaint was received. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female plaintiff who had essure inserted and experienced pelvic pain ("chronic pelvic pain") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). Chronic pelvic pain and dysfunctional uterine bleeding are anticipated events according to reference safety information for essure. Chronic pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. Abdominal and pelvic pain may occur after essure insertion. Change in bleeding pattern, including heavy and unscheduled bleeding, may also occur within consumers under essure use. In this particular case, plaintiff had essure removed approximately eight months after essure insertion because she experienced the reported events. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between events and suspect insert cannot be excluded. This case was regarded as incident because surgical intervention was required due to serious injury. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.